Manufacturer narrative:
Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6 patient code e1022 is being used to capture the reportable event of esophageal perforation. Imdrf code f2301 is being used to capture the reportable event of additional device required. Imdrf code f1001 is being used to capture the reportable event of procedure cancelled/rescheduled.

Event description:
It was reported to boston scientific corporation that an overstitch endoscopic suture system was used during a gastroscopy procedure performed on (B)(6) 2025. During the introduction of the device, it was reported that the patient was moving continuously what caused a sightly perforation to the upper esophageal sphincter. The physician attempted to close the perforation however due to the difficult location, assistance from otolaryngology was requested. The procedure was aborted. No information about the patient outcome was provided.